Manufacturer narrative:
07/11/2024 evaluation tech: dts. W4h water sol,iso valve damaged. No or intermittent activation due to defective solenoid coil. Water supply hose quick disconnect corroded. Debris buildup in the water filter. Low vibration due to malfunction with the main oscillator board. Cracked auxiliary foot pedal connector on the power drive board. Inconsistent or no activation of wireless foot pedal in second position. Intermittent or no operation due to an open condition in the handpiece cable/corroded contact pins. Corroded contact pins on the steri-mate handpiece. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. ***no water reaching the handpiece due to the defective water solenoid and all the corroded contact pins causing the handpiece to get warm*** ***no aux cable received for evaluation*** ***hp 07/2015, hdpc 08/2015***

Event description:
While the customer was using a cavitron plus g136 they allege that the insert tips got hot. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.